Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported blisters under the electrodes. Patient has a history of sensitive skin and allergy to metals. Patient reported that the blisters have popped and scabbed. There was no alleged device malfunction contributing to the irritation. Patient was suggested to apply clear nail polish and to use cocoa butter by a physician. Follow up indicated that the sores have improved a great deal.